Manufacturer narrative:
The field service engineer (fse) verified leaking from the cap piercer assembly. The fse found the cap piercer drain valve was blocked with debris which was removed and cleaned. No further leaking was observed from the cap piercer assembly. On (B)(6) 2013, the fse was contacted and verified the cap piercer vacuum valve (3 way valve solenoid, p/n 988693) was obstructed. The fse stated the debris obstructing the valve were small rubber pieces of the sample tube caps. Identified failure mode: the failure mode was an obstructed cap piercer vacuum valve (3 way valve solenoid, p/n 988693). (B)(4).

Event description:
A leak, contained within the instrument, occurred when using the unicel dxc 600 synchron system. The instrument was leaking from the cap piercer assembly and generating probe obstruction errors.the customer was wearing gloves, gown and eye protection. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.